Event description:
It was reported that the blood glucose monitor displayed an expired code key error message while the patient experienced hyperglycemia. On (B)(6) 2021 at 12:00 p.m., the patient took her regular lantus insulin 30 units. The patient ate a typical lunch and was watching t.v. Until she started to experience symptoms at 2:25 p.m. On (B)(6) 2021. The patient had trouble comprehending and had slurred speech. The patient's daughter attempted to use the blood glucose monitor and received the error message. The patient's daughter did not treat her at the time. The paramedics were contacted at 3:25 p.m. And they arrived at her house at 4:00 p.m. The patient's blood glucose level was over 500 mg/dl on the paramedic's meter. The paramedics did not treat her and transported her to the hospital. In the emergency room, the patient was treated with an unknown IV medication to lower her blood glucose level. The patient was admitted into the hospital mostly due to an infection on her foot that had spread to her bones. She was treated with antibiotics for the infection and stayed for four days. The hospital decided to amputate her toes and she was in the hospital for around two more weeks. The patient was sent to rehab due to the amputation. After four or five days, the patient was sent back to the hospital for a heart issue and a stent was inserted. The patient was released from the hospital on (B)(6) 2021.

Event description:
It was reported that the blood glucose monitor displayed an expired code key error message while the patient experienced hyperglycemia. On (B)(6) 2021 at 12:00 p.m., the patient took her regular lantus insulin 30 units. The patient ate a typical lunch and was watching t.v. Until she started to experience symptoms at 2:25 p.m. On (B)(6) 2021. The patient had trouble comprehending and had slurred speech. The patient's daughter attempted to use the blood glucose monitor and received the error message. The patient's daughter did not treat her at the time. The paramedics were contacted at 3:25 p.m. And they arrived at her house at 4:00 p.m. The patient's blood glucose level was over 500 mg/dl on the paramedic's meter. The paramedics did not treat her and transported her to the hospital. In the emergency room, the patient was treated with an unknown IV medication to lower her blood glucose level. The patient was admitted into the hospital mostly due to an infection on her foot that had spread to her bones. She was treated with antibiotics for the infection and stayed for four days. The hospital decided to amputate her toes and she was in the hospital for around two more weeks. The patient was sent to rehab due to the amputation. After four or five days, the patient was sent back to the hospital for a heart issue and a stent was inserted. The patient was released from the hospital on (B)(6) 2021.